Event description:
It was reported that during a cryo ablation procedure, the catheter was not recognized by the console. The catheter was replaced and the issue remained. The catheter was replaced again using a differenet lot number which did not resolve the issue. The catheter was replaced for the fourth time which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37657 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was used for three applications. However, the catheter usage date recorded on the smart chip 2024-07-31 did not correspond to the event date. During functional testing, the console terminated the application and triggered system notice #50005 (the safety system detected fluid in the catheter and stopped the injection). During inspection of the shaft segment, a damaged insulation wire of the leak detection wire was identified 1.5 inches from the catheter tip. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.5 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle and handle pressurization showed a leak at catheter handle coaxial connector. The female coaxial connector was cracked. In conclusion, the reported issue "the catheter was not recognized by the console" was not confirmed thro ugh analysis. The balloon catheter failed return inspection due to a damaged insulation wire of the leak detection wire, a guide wire lumen kink/twist and the female coaxial connector was cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.